Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was involved in a traffic accident on (B)(6), 2017 but there was no impact on the device. After the accident in situ testing was done and showed a functional device. Recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The user was involved in a traffic accident on (B)(4)2017 but there was no impact on the device. After the accident in situ testing was done and showed a functional device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Latest in situ testing showed 10 electrodes with high impedances and 2 channels are involved in a short circuit.